Event description:
--

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected an alert (voltage too low for remaining longevity). Ts recommended that the device should be explanted and replaced. Subsequently, boston scientific received information that this device was successfully explanted and replaced without incident.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Subsequently, boston scientific received information in (B)(6) 2013 that this local representative contacted ts. The local representative mentioned that this device issue was identified when the patient was seen in-clinic with symptoms of a transient ischemic attack (tia). The local representative was unsure if the device malfunction caused or contributed to the tia. The local representative for this region had just been informed of the device issue and device replacement as the procedure was undertaken at another facility.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted bodily fluid contamination in the lead barrels. Manual electrical measurements verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.